Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model # and protocol # are unknown. No product information has been provided to date. Operator of device is unknown. Lot/serial number not provided.

Event description:
It was reported that the pump delivered inaccurate amount of medication (overdose) resulting in symptoms such as headache, feeling of heat, tachycardia at 110 without pump alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6. Health impact, and evaluation codes: updated. No device has been returned, and no photos were provided for investigation. No event history/error log provided by the customer. The most probable cause of an over-delivery is the expulsor. A device history record (DHR) could not be completed as the serial number was unknown. If the device is returned the manufacturer will re-open the complaint for device evaluation., corrected data: g5 and h6. Health effects - clinical signs and symptoms or conditions.